Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02614 3005168196-2021-02615 3005168196-2021-02616

Event description:
The patient was undergoing a coil embolization procedure in a muscular branch of the left bicep using ruby coil lps. During the procedure, a ruby coil lp would not advance at all past its initial position within its introducer sheath. Therefore, the ruby coil lp was removed. Subsequently, the same issue occurred with three other ruby coil lps. Therefore, the ruby coil lps were also removed. The procedure was completed using four additional ruby coil lps. There was no report of an adverse effect to the patient.